Event description:
It was reported that multiple non-sustained ventricular tachycardia episodes were seen on telemetry. A chest x-ray showed that the device had slipped down slightly and the ventricular lead had minimal slack and had dislodged. The patient was taken into the electrophysiology lab and more slack was added to the lead. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).